Event description:
Dr (B)(6) implant surgeon of the hospital reported to our sales representative dr (B)(6) reported that the locking lever broke off on the side during surgery. The operator was directly hitting the cage around the corner with the navigator hammer towards the opening in the locking mechanism when the locking lever came off.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.